Event description:
It was reported that the customer had a high glocuse level. The customer's blood glucose level was 400 mg/dl. The customer was ask if we could perform some troubleshooting in order to determine the cause of the issue and call us back if he need further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.